Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿problem with the delivery rate¿ could not be confirmed. Delivery tests showed the pump worked correctly and the cause of the reported issue cannot be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a problem with the delivery rate. Patient involvement was unknown.